Event description:
Nephretect positive. Pt treatment initiated with positive nephretect. Pt complained of sob, numbness of mouth and hand simultaneously. Pt sent to emergency dept and admitted for immediate dialysis.